Event description:
It was reported that a depth gauge was missing the metal ball on the depth probe portion of the depth gauge that prevents it from sliding apart. This was discovered when it would not function properly. It is not known how or when the metal ball went missing. The surgeon used a depth gauge from another set to finish the procedure, with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the spring and the locking ball of the slider are missing. The missing parts were not sent back for investigation. Without the missing devices the relevant dimensions can not be checked anymore. Therefore, this complaint is indeterminate from a manufacturing standpoint. However, it is clearly visible that this was often and intensely used instrument over the last years. Therefore we suppose that wear and tear in combination with many high temperature cycles during reprocessing could have caused this occurrence.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).